Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring broke off the vaso view hemopro and fell into the pt's leg. The piece was retrieved through the original incision. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage or evidence of blood. A visual inspection determined that half of the c-ring and the scope washer tube were missing from the cannula and returned. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).